Event description:
It was reported that the handpiece was not working. No patient injury or significant delay were reported. No back up was available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed the cable and motor needed replacement. This confirmed the complaint and the root cause has been associated with an electrical component failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.